Manufacturer narrative:
The device is being sent to the repair depot for investigation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Customer complaint could be duplicated by maquet service technician. Unit operated for one week while performing numerous warm and cold starts without issues. Disassembled, cleaned and inspected pcb's, cables and connectors. No problems found. Tested unit prior to returning to customer. Calibration check and full functional testing as per the service manual. No problem was found therefore no correction has been performed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.